Manufacturer narrative:
Device evaluation summary. The device contained no fluid, upon receipt by mentor. No foreign material was observed within the device or on the shell surface. During visual examination, mentor product analysis lab observed the device appears intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was not confirmed since no anomalies were found on the reported device. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/12/2018, additional information indicated that the procedure was breast augmentation revision. On 10/18/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast augmentation with mentor smooth round moderate profile 325cc saline breast implants which bilaterally deflated after implantation. As a result, patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3502425 serial number (B)(4), and right replaced with catalog number 3502425 serial number (B)(4) on (B)(6) 2018. This report is for the left implant.

Manufacturer narrative:
On 10/31/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).